Manufacturer narrative:
One device was received for analysis. There were not services previously reported. Log events was reviewed and there are no errors related to the customer complaint. Visual and functional testing was performed. Device was in good condition. During the visual inspection and functional tests, the complaint that the pump showed 41786 red screen error code on startup was not confirmed. Cause of complaint was not determined. Device passed all testing.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed 41786 red screen error code on startup, which indicates a system fault related to the device's main board. There was no patient involvement.